Manufacturer narrative:
Device evaluation: wear abrasion, fold creases, curved opening, observed a void in valve (vv of 3.5mm) it is out of specification per qa 199.06. The leak test and microscopic analysis was performed which identified: a linear smooth opening on radius in the same location of crease. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening. Void in valve assessed as workmanship.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.